Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 305127. Batch#: unknown. It was reported by the customer that the needle may break off in the patient's breast. Additional information from customer: yes, the needle broke off but I was able to retrieve it.

Event description:
No additional information received. Material: 305127, batch#: unknown. It was reported by the customer that the needle may break off in the patient's breast. Verbatim: rcc received a complaint via email. Product catalog numbers: 305127 & 305106. Product description: 25 & 30 gauge needles. Origin of the issue: other. Detail: xxxx feels like the needle may break off in the patient's breast. Number of occurrences: sample available: false.

Manufacturer narrative:
(B)(4) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.